Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the go system within 10 minutes: 24 mg/dl, 20 mg/dl, and 294 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.